Manufacturer narrative:
Date of event: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
On hold for denisse 08/21information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that they accidentally put the patient programmer through the washing machine and dried it out and is working. Patient used the programmer to increase amplitude and felt a shocking sensation in the groin and thought this was because the programmer had gotten wet. Reviewed expectations about what can cause a shocking sensation like changes to positional movements and increasing amplitude beyond a comfortable level. The programmer is working normally. Recommended patient keep stimulation at a level that is comfortable. Patient confirmed they are not currently experiencing shocking it was momentary. It was recommended that they follow up with their healthcare professional if the shocking persists.